Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2007, patient underwent repair and restitching procedure due to vaginal mesh extrusion. On (B)(6) 2007, excision of vaginal mesh due to vaginal mesh erosion. Mesh removal was performed on (B)(6) 2008 due to vaginal mesh erosion . No additional information was provided.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted with concurrent cystoscopy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.